Event description:
It was reported that the pump had a check clutch error. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A sample device was received for evaluation. The top case was cracked. There was a check clutch error in the event history log. The reported problem could not be verified after multiple flow and occlusion tests. Root cause could not be determined. Actions performed to mitigate the problem: replaced clutch with leadscrew and spring, updated worm coupling, gear and motor mount, replaced cracked right plunger case, replaced damaged plunger cable; parts were over 10 years old; device passed all functional tests.